Manufacturer narrative:
Additional information: b2, h3, h6 (component code, type of investigation, investigation findings, investigation conclusions), h8. Results of investigation: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The software files were downloaded from the device and provided for investigation. The log files indicate the software operated as intended regarding the reported inactive burr icon. It is suspected that the user thought they would see the bur icon (in this case the speed control icon) during bone removal, however, the drill was not in the vicinity of the camera. Therefore, movement of the bur icon would not occur if the drill itself is not seen by the camera. An ¿internal error¿ was also reported when the user selected the ¿remove purple¿ icon. This was confirmed in log file review and is suspected to be a software issue (bug 2051) that is under further investigation. In the event of a system failure, the real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d." This situation is captured in the risk assessment released at the time of the complaint. As a result of the risk assessment the documented risk file requires further investigation and possible adjustment by the site quality team. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that when surgeon finished his cuts and trialed with his extension block during a cori assisted tka surgery, they were too tight so surgeon dropped the tibial cut block to take 2 more mm of tibia, but they were still not to the surgeon's liking. They went back to plan, took more tibia, and went to cut his tibia again with burr all. However, the burr icon was not active and they could not select it, and when they proceeded to hit the button to remove the purple, there was an internal error message. The procedure was completed, with a non-significant delay, using manual instruments. Patient was not harmed beyond the problem reported.